Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose and the emergency medical services assisted her. The customer explained that she checked her blood glucose before leaving work and it was at 140 mg/dl. She was driving the car when her blood glucose level dropped; she was stopped and no accident occurred. Blood glucose value was 24 mg/dl. She declined to be taken to the hospital. Customer mentioned that she started using the sensor after that to help her with the low blood glucose.